Event description:
It was reported the device packaging was labeled as an 8 x 4 pta balloon, but when it was removed from the package it was labeled as a 10 x 4 pta balloon on the hub. The device was not used on a patient.

Manufacturer narrative:
The device history records were reviewed and confirmed that the lot met all release criteria. One pta catheter was received for evaluation. The catheter returned had the balloon size of 10mm x 4cm printed on the balloon leg. Upon inspection of the returned sample, the catheter appeared un-used and the refolding tool was still intact. The balloon hub was marked 10mm x 4cm. There was no visible or apparent damage to the catheter. The balloon was inflated and measured to verify the size. The balloon was a 8mm x 4cm. The balloon was measured and verified with a set of calipers. The print was incorrect on the balloon leg, indicating that an incorrectly printed balloon hub had been glued to the catheter. The result of the investigation was confirmed for the incorrect print on the balloon leg, manufacturing related.